Manufacturer narrative:
According to the customer, surgical gloves tearing when donning and adjusting the cuff. New packages of gloves were opened (x5) until suitable gloves were found. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, surgical gloves tearing when donning and adjusting the cuff. New packages of gloves were opened (x5) until suitable gloves were found.